Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pump was replaced due to a staph infection. Specific pt symptoms and details regarding the infection were not provided. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.